Event description:
The company was informed of an alleged incident via email on (B)(4) 2014. The alleged incident was described to the company as followed. The patient had placed the portable unit on the base unit in order for it to be filled, so she could take it on her shopping trip. Patient forgot the units were still engaged and left her apartment. She returned home and noticed a fire had erupted. A social worker was in the building in a 2nd floor apartment when the blast occurred. She removed her client and went back into the building. The social worker later passed away. The patient received severe burns to 90% of her body. The investigation to date indicates that both of the units were in the patient's bedroom and that the likely source of the fire was the refrigerator located in the kitchen.

Manufacturer narrative:
The subject base liquid oxygen unit, companion 31 (sn (B)(4)), was inspected at a 3rd party facility. During the on-site evaluation, a visual inspection and functional testing was completed. Based on the information and data received from the evaluation, it was determined that the companion 31 base unit functioned and performed to manufacturer's specifications.

Manufacturer narrative:
Additional information on the incident: "the incident fire occurred on (B)(6) 2014 in apartment 3 (ground level apartment) in (B)(6). The refrigerator was an electrolux 1999. [Patient] entered her apartment to put away groceries and laid down to take a nap. She awoke to the glass sliding door blowing out due to the fire. The fire alarms in her unit were not working. She ran out the front door and in doing so had to exit through the fire causing major burns. There was one fatality caused by the fire, a social worker who was in a different unit at the time but died from carbon monoxide." The investigation of the incident showed that the oxygen equipment were not a factor in the causation of the fire. The oxygen equipment was located in the bedroom, while the fire originated in the kitchen. Investigation is ongoing, but is focused on the refrigerator that was present at the incident.